Manufacturer narrative:
The mvp-7q will not be returned for evaluation as it was discarded by the customer; product analysis cannot be performed. The device was not returned and procedural images were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report of mvp-7q migration after detachment. The patient was undergoing mvp-7q implantation to embolize the splenic artery. Blood flow rate was high. Artery diameter was 4.5mm. A continuous flush was not used during the procedure as the patient was undergoing treatment for a traumatic spleen bleed. It was reported that the mvp-7q was placed; there were no reported issues during delivery or deployment. The physician waited three minutes before detachment. The device was detached and the physician waited a minute or two before injecting contrast using a syringe puff. The mvp was observed to migrate distally on live fluoroscopy. A snare was used to retrieve the mvp and remove it from the patient. The procedure was completed using a plug from a different manufacturer. There were no reports of patient injury in connection with this event. The mvp was discarded by the customer.